Event description:
It was reported that during a semi-open lobectomy, the knife stopped on the way of the 2nd firing. The cartridge was green. Another device was used to complete the case. There were no adverse consequences to the patient. The sale rep confirmed that the sled slightly moved forward.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the cut line complete? No. Did the device deploy staples ? Yes, on the proximal end. Was the staple line complete? No. Was buttressing material used? No information. Was the device difficult to open or close? No. Were there an unusual noises heard? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no sort cut or absent cut were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.